Manufacturer narrative:
Visually confirmed approximately ~3-4mm of the instrument tips have been broken off, consistent with interface during usage. Fracture surface analysis reveals a fairly flat fracture surface and circular material movement, consistent with torsional overload. Dimensional inspection confirms conformance to print specification. Material hardness inspected and found to be below print specification. The above findings are consistent with manufacturing error.

Event description:
It was reported that the patient underwent a l4-s1 tlif to treat degenerative spondylolisthesis. It was reported that the tip of the driver was broken off during the untightening of a setscrew after final tightening was performed. The tip was not able to be removed so the entire crosslink was removed and a new crosslink was implanted. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.